Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience hypoglycemia as well as insulin pump had cracked at back and reservoir ring. Customer's blood glucose level was 45 mg/dl at time of incident. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer recalls insulin was normal drops from end of set before connecting at their site. Customer stated that reservoir was showing the same amount of insulin as shown on the status screen. Customer reported that the programming was accurate. Customer was assisted with troubleshooting for low blood glucose. The insulin pump will be and other devices will not be returned for analysis.

Manufacturer narrative:
Device received with a crack on the battery tube which extends to the top where the battery threads are located. Did not note any cracks around the reservoir tube lip, or in the retainer ring. Furthermore, the reservoir retainer ring is solidly attached to the reservoir tube lip. .